Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 device would turn off after an amount of time.

Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).

Event description:
Additional information: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 power supply would turn off after an amount of time. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).